Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced pain, swelling, bleeding redness, irritation and infection at the stoma site. It improved since starting treatment with oral cefalexin in (B)(6) 2020. The tubing was placed in (B)(6) 2019, no recent tubing changes have taken place.